Event description:
It was reported that the customer experienced a high blood glucose level, though the specific value was unknown and displayed only as "high." Cause was not known.the customer took corrective action by administering a correction bolus via the pump, and technical support provided guidance by instructing the customer to inspect various components and replace supplies as necessary before resuming insulin therapy. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.